Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the depleted battery was the result of high current leakage internal to an integrated circuit. The exact cause could not be determined, as the condition disappeared during analysis.

Event description:
It was reported that the device could not be interrogated, and there was no output or magnet response. The patient was reportedly near a welding torch. The device was explanted and replaced. There were no reported patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in progress; results will be forwarded when available.